Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed the right ventricular exhibited high capture threshold. There were no interventions made.

Manufacturer narrative:
The reported event of high threshold was not confirmed. As received, a partial lead was returned in three pieces with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Analysis was normal. No anomalies were found.

Event description:
New information noted the right ventricular lead was explanted and replaced. The patient was in stable condition.